Manufacturer narrative:
(B)(4). Date sent: 3/13/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticular disease. Did the patient receive any preoperative chemotherapy or radiation? No. When was the staple retaining cap removed? During surgery. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? It is our routine to double check. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. What is the scrub's experience with reloading the device? It is our routine that the surgeon reloads the device. Were there any difficulties loading the device? No. What did they do to ensure that the cartridge was snapped in please prior to closing the device? Surgeon checks twice. Was the retaining pin placed manually or automatically? Manual. What is the current status of the patient? Recovered without sequelae. Was a leak test performed? If so, what type and what was the result? Yes, endoscopic and result was negative. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 5 days. How was the leak identified? CT scan, clinical. What was observed at the site of the leak upon reoperation? Ileostomy. How was the leak addressed? Loop ileostomy and washout. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unknown. In the physician's opinion, why is this event probably related to the device and procedure? Leak was found at the anastomosis and no evidence of tension or ischemia.

Event description:
It was reported via clinical trial patient (B)(6): (B)(6) experience, anastomotic leak. Relationship to study device: possibly related.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025. D4 batch # unk. H6: health effect: clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: study ID: (B)(6). Site ID: (B)(6). Subject ID: (B)(6). Ae sequence number: 1. Adverse event term: anastomotic leak. Start date: 2/16/2020. Severity: severe. Serious ae: no. Serious: death 0. Date of death 0. Serious: life threatening injury 0. Serious: permanent impairment 0. Serious: in-patient/prolonged hospitalization. Admission date: (B)(6) 2020. Discharge date: (B)(6) 2020. Serious: medical or surgical intervention medical/surgical intervention required. Serious: fetal distress or death 0. Relationship to study device possibly related. Patient final data: study ID: (B)(6). Site ID: (B)(6). Subject ID: (B)(6). Age in years: 60. Patients age: 90 or older 0. Gender of the subjects 1: male. Bmi: 23. Asa score at pre-operation ii: a patient with mild systemic disease. Ethnicity of the patient 2: not hispanic or latino. Smoking history 3: never. Tnm classification for t t1. Tnm classification for n n0. Tnm classification for m m0. Residual tumor classification r0: no residual tumor. Number of times had abdominal surgery in the past 1: once. Preoperative chemotherapy in the past 6 months: no. Duration of preoperative chemotherapy (months): 0. Preoperative radiation in the past 6 months: no. Duration of preoperative radiation (weeks): 0. Does the patient has any comorbidity: yes. ICD-10-cm code for comorbidity j44.9 copd. ICD-10-cm code for comorbidity 0. ICD-10-cm code for comorbidity 0. ICD-10-cm code for comorbidity 0. Echelon contour curved cutter product code - 1st gcs40g. Echelon contour curved cutter product code - 2nd 0. Was anastomosis performed? Yes. Was a circular stapler used to complete the anastomosis? Yes. Product code for circular stapler used ils29. Total number of reloads for (B)(6): 0. Total number of reloads for (B)(6): 0. Estimated blood loss in volume in ml: 50-100 ml. Any intraoperative blood transfusion: no. Any postoperative blood transfusion: no. Date of operation performed: (B)(6) 2020. Date of hospital discharge: (B)(6) 2020. Operation performed: 0. Operation performed as other, please specify: 0. Primary indication for current surgery 1 - diverticular disease. If the primary indication for current surgery is other, please specify 0. Was the procedure planned or emergency? Planned. Current procedural terminology (cpt) code: 44145 colectomies, partial; with coloproctostomy (low pelvic anastomosis). Current procedural terminology (cpt) code: 0. Current procedural terminology (cpt) code: 0. Staple line leakage: yes. Date of staple line leakage: (B)(6) 2020. ICD-10-cm code for staple line leakage for k63.2 0. ICD-10-cm code for staple line leakage k65.0. ICD-10-cm code for staple line leakage k65.1 0. ICD-10-cm code for staple line leakage n73.0 0. ICD-10-cm code for staple line leakage ow9joz 0. ICD-10-cm code for staple line leakage y83.2 0. ICD-10-cm code for staple line leakage k91.89 0. Other ICD-10-cm for staple line leakage: 0. Reoperation or revision surgery within 30-days: yes. Date of reoperation or revision surgery: (B)(6) 2020. Staple line bleeding or hemorrhage: 0. Date of staple line bleeding or hemorrhage: no. ICD-10-cm code for postprocedural hemorrhage: 0. ICD-10-cm code for hematoma: 0. Other ICD-10-cm code for hemorrhage or hematoma, please specify: 0. Stricture and stenosis: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.